Event description:
Customer reportedly obtained results of 183mg/dl, 422mg/dl and 200mg/dl on the compact plus system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No info to suggest where comparison was performed.